Event description:
It was reported that the 4194 lead (left ventricular lead) which dislodged chronically. It was also reported the lead had high thresholds and a fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found however, the visual inspection noted that the outer insulation was cut/breached, blood on the conductors. The full lead was returned for analysis.